Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wrap with struts raised . Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the circumflex (cx) artery. The device was inspected with no issues noted. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was assessed that the event was due to use of the device in a difficult lesion morphology/anatomy. The patient was reported to be alive with no injury.